Event description:
The reporter states that he obtained a 120mg/dl and 64mg/dl blood glucose comparison on the accu-chek advantage sys. The results were obtained within a 10 minute timeframe. The rptr felt sweaty and jittery. He treated himself by drinking oj. He felt better 5 minutes after treatment. No adverse event reported. New sys sent to customer and return requested.